Event description:
The liner was inserted into the shell. Then the surgeon tried to remove the liner by spreading the snap ring wwwith appropriate instrument. The snap ring tabs bent and broke. The implant never came in contact with a pt as this was dbeing done awaaaaay afrom the table.